Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 9393007,510k # k172199 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l2/3/4/5 oblique lumbar interbody fusion, l5/s transforaminal lumbar interbody fusion and l2-s posterior fusion due to spinal canal stenosis. Intra-op, when rotating the spacer at l5/s, the appearance of the marker showing in the image looked obviously strange, so it was considered the product was broken. The event occurred while the cage was hammered additionally for 1 or 2 times. However, the cage was stuck tightly, it could not be removed. The operation was completed with filling bones in the posterior of the cage. It did not check whether the cage actually broke or not with the real product. No patient complications were reported as a result of the event.